Manufacturer narrative:
(B)(4). The rt105 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: two rt105 adult breathing circuits were returned to fisher & paykel healthcare for inspection. The returned breathing circuits were visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: pressure tests revealed that both of the returned circuits exhibited a leak and were out of specification. The water bath test showed that the leaks on both circuits were through the connection between the lid and bowl of the water traps. The two rt105 circuits are from lot date 130517. A lot check revealed one other complaint of this nature. Conclusion: the breathing circuit water trap consists of a bowl and lid, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuits were released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt105 adult breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." The hospital correctly followed our user instructions and detected the leaks during a setup check before use on a patient.

Event description:
A hospital in (B)(6) reported to our distributor that two rt105 adult inspiratory heated breathing circuits failed the ventilator leak test. This was observed before patient use.